Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Reporter stated during a formal vein filter implantation, when the filter is pushed out, the anchor foot cannot be opened.

Manufacturer narrative:
After thoroughly reviewing the manufacturing and inspection records for this lot, we found no deviations or non-conformances. A filter was returned by the customer for evaluation. Upon visual inspection, one of the filter legs was observed to be bent. No other damage was identified. To assess functionality, the filter was placed in warm water at approximately 37°c and expanded without issue. Subsequently, the filter¿s critical dimensions were measured and confirmed to be within the specifications. Given that the filter passed functional testing, met all dimensional requirements, and no manufacturing defects were identified, the issue is most likely attributable to an event within the users' environment. No corrective action will be taken at this time. Argon will continue to monitor for any similar reports. Additional information provided in h.3., h.6. And h.11.